Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 caused by severed motor mount screws. The failed motor screws and motor assembly were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.